Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). On (B)(6) 2015, ventricular sensing integrity counts rose up to 1274; non-sustained ventricular tachycardia (nsvt) episodes and ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes with evidence of nonphysiologic oversensing occurred, leading to inappropriate shocks. Concomitant medical products: 1258t lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient received nine inappropriate shocks due to incorrect detection of right ventricular (rv) lead sensing noise as ventricular fibrillation by the device. A high sensing integrity counter and high impedance were noted for the rv lead. A lead noise warning triggered. Rv lead fracture was suspected. The lead was reprogrammed, and later capped and replaced. The device remains in use. No further patient complications have been reported as a result of this event.